Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd intima-ii closed IV catheter system the tubing clamp was missing. The following information was provided by the initial reporter. The customer stated: "when the closed venous indwelling needle was opened it did not have an on-off valve, it could not be used."

Event description:
It was reported when using the bd intima-ii¿ closed IV catheter system the tubing clamp was missing. The following information was provided by the initial reporter. The customer stated: "when the closed venous indwelling needle was opened it did not have an on-off valve, it could not be used."

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 0267295. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. The retained samples of this batch were checked and no missing pinch clamp product were found. Additionally a photograph of the affected device was provided to aid in our investigation. Our engineers noted that the pinch clamp was not included on the device. The issue has been confirmed. Based on a review of the manufacturing process our engineers were able to trace the root cause for this event to the assembly process. The inclusion of the pinch clamp is monitored by an automated inspection station, and a subsequent manual inspection station. To prevent a reoccurrence of this issue, our engineers have confirmed that the validity of the automated inspection sensor has been verified, and the inspection staff has been retrained on the appropriate procedures.